Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed an increase in, impedance, high impedance, and a decrease in sensing. The lead was removed and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. /non-electrical. Visual analysis of the lead indicated apparent explant damage. The analyst noted that there was bi -lumen tubing voided visible near to the rv proximal cross-groove. Destructive analysis was performed. But no outer or inner insulation breach was observed. The bi-lumen voided is not effect to the electrical complaints. No conductor fracture was observed. If information is provided in the future, a supplemental report will be issued.